Event description:
It was reported that the device was attached to a female pt in the cath lab with ECG leads, as well as defibrillation pads. The pt then entered either atrial fibrillation or atrial flutter. The device was charged to 200 joules; however, the customer was not able to deliver the shock. A second device was then brought in and the pt was converted to a normal sinus rhythm (nsr). The device was removed from service and evaluated by the customer's biomed tech; however, no failures of the device were found, nor could they duplicate the reported failure. The device was placed back into service.

Event description:
The same failure occurred again in 2009, with the same device. This time involving a male pt. The device was charged to 200 joules three times; however, it would never deliver therapy. A second device was then brought in and a 200 joules shock converted the pt to a normal sinus rhythm (nsr). This time it was requested that the device be returned to physio-control for eval.

Manufacturer narrative:
Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA.

Manufacturer narrative:
Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA.